Event description:
It was reported that the customer experienced a blood glucose level displayed as "low" on the continuous glucose monitor; cause was unknown. Bg was addressed via a glucagon injection. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.